Event description:
Pt had IV solution of ns at 80 ml/hr. Orders for demerol, phenergan and lasix ivp ordered at different times. Nurse was giving injection of demerol slow ivp and noticed precipitate in line. Discarded med, drew up new med and injected into port. Pt had increased sob. Order to give lasix ivp. Given at upper port with immediate precipitate noted. Injection stopped and tubing discarded. Pt transferred to ICU on ventilator. (Demerol and lasix are incompatible)